Manufacturer narrative:
H.6. Investigation summary: a sample was returned and photo representation along with product packaging was provided. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months. There were no manufacturing or material defects reported that could have caused or contributed to the reported incident, ¿missing lids¿. The photo provided along with packaging used to ship product may confirm repackaging by the distributor. A weighing system has already been implemented as corrective action for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. It was confirmed that the carton case where the product arrived is different than the box issued by the manufacturer. It was identified by the packing list issued by the distributor that this shipment was a partial sale of two (2) units. The standard pack used by our manufacturer is eight (8) units per box. The issue likely occurred during repackaging and the potential root cause is a partial shipment packaging error during product redistribution. Bd will continue to monitor for any trends. H3 other text : see section h.10.

Event description:
It was reported that bd sharps collector 9 gal came without lids. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no.: 305616; batch no.: unknown. It was reported the containers were received without lids. Per email: we have received a quality complaint on product sold to our customer. Injuries or adverse event: no.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sharps collector 9 gal came without lids. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no.: 305616, batch no.: unknown. It was reported the containers were received without lids. Per email: we have received a quality complaint on product sold to our customer. Injuries or adverse event: no.